Manufacturer narrative:
Analysis of the implantable neurostimulator (s/n (B)(4)) found that the set screw was backed out too far. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation conclusion code (B)(4) does not apply. Device evaluation result code (B)(4) does not apply. Device evaluation method code (B)(4) does not apply. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the physician was not able to torque to set screw onto the lead. The physician was tightening the lead using a wrench and was able to hear the clicks but the lead kept coming back out. Another ins was used for the implant. The ins was being sent back to the manufacture for analysis. The issue was resolved. No patient complications were reported.